Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the jaws were accidentally closed on another instrument, breaking the jaws to where they would not open. Nothing broke off the original device when the jaws broke. There was no patient injury.

Manufacturer narrative:
Evaluation summary: one device sample was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product met specification as received. Visual inspection found no defects. The reported condition was not confirmed. The jaws were not jammed shut. The jaws opened and closed normally when the handle was activated. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the jaws were accidentally closed on another instrument, breaking the jaws to where they would not open. Nothing broke off the original device when the jaws broke. Another device was opened to complete the case. There was no patient injury.